Event description:
A hospital in (B)(4) reported that the prongs on the proximal end of the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit appeared "to be not aligned" and was unable to be connected to the heater wire. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the heater wire pins on the expiratory and inspiratory limb of the returned complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the inspiratory heater wire pins was successful and within specification for this product. The heater wire pins of the expiratory limb were out of specification as they were bent and split, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that the prongs on the proximal end of the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit appeared "to be not aligned" and could not be connected to the heater wire. This was found prior to patient use.